Event description:
It is reported that the device was implanted 2001. Due to instability, the surgeon revised the knee on 2005. The tibial surface was removed and the tibial spine appeared to have broken. No polyethylene was found in the knee. Device was replaced with another lps surface.